Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had a missing cannula. The customer reported that the cannula was not stuck in the body. The customer's blood glucose was 13.2 mmol/l at the time of incident. The sensor will not be returned for analysis.